Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is part of a lawsuit alleging that the right ventricular (rv) lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. The lead was reportedly explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was not explanted and remained in use. Over 10 years later, an alert was triggered due to high pacing impedance. The lead was capped and replaced.